Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000.the date provided in b3 is an estimate as the exact date of occurrence was not provided.the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 2.0 performed on an unknown date. This MFR. Report addresses test ten (10) of ten (10). Repeat testing was not performed. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The date provided is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 2.0 performed on an unknown date. This MFR. Report addresses test ten (10) of ten (10). Repeat testing was not performed. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.